Event description:
Healthcare professional reported "implant that has lost its integrity as well as form of stability" and "there is not a rupture or capsular contracture". Later, healthcare professional reported "implant comes to a point and not massage away" and "bubbles malformed shape". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ bubbles: not observed through visual inspection. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant that has lost its integrity as well as form of stability" and "there is not a rupture or capsular contracture". Later, healthcare professional reported "implant comes to a point and not massage away" and "bubbles malformed shape". Later healthcare professional reported "rippling, you see the implant, there was like a bubble, the gel was not touching the outside gel, you can see rippling, it had folded¿. This record is for the left side. Device was explanted.